Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, there were several episodes of atrial oversensing potentially due to electromagnetic interference (emi). The lead remains implanted and patient will continue to be monitored by follow-up. The patient is in stable condition.